Event description:
It was reported that oversensing on the lead resulted in inappropriate therapy. Fracture was suspected but no damage was visible upon explant. The lead was cut and capped and a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the lead to be fractured.